Manufacturer narrative:
Event date updated from (B)(6) 2016 to (B)(6) 2016.

Event description:
Additional information was received that the dose was increased on (B)(6) 2016 and the patient started to experience problems on (B)(6) 2016 and on the weekend of (B)(6) 2016. Labs were performed and the results were as follows: creatinine level was greater than 5, acute renal failure hemoglobin was 7.3 anemic. It was noted the incident occurred in (B)(6). The patient informed the healthcare provider (hcp) that a manufacturing representative "decreased her pump down so it just runs." Per the logs, the pump was last changed on (B)(6) 2016 to deliver dilaudid 2mg/ml at 0.1001 mg/day. It was noted the cause for the symptoms following the dose increase and difficulty accessing the pump were not determined. It was also noted the patient's overall health issues were the main reason for the sedation, dizziness and confusion.

Manufacturer narrative:
After additional review, the following patient codes no longer apply to this event: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that the patient was taking dilaudid and the daily dose was 1.3006 mg/day. It was noted the renal failure was not related to the device or therapy. The doctor stated that the renal failure was induced by contrast dye. The patient had creatine levels of 5.9 and blood urea nitrogen (bun) levels of 78. On (B)(6) 2016, the patient's levels returned to almost normal at 1.85 and the bun levels were at 28.6.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported the dose was too high for the patient. The change in therapy/symptoms was noted as sudden. The nurse was unfamiliar with the device/therapy and therefore had limited information. The nurse requested local field staff to program the pump to a lower dose. It was noted since the recent dose increase, the patient was "acting different" and was very sedated. It was later reported the patient experienced acute renal failure. When the patient came to the hcp on (B)(6) 2016 the patient was really out of it and her kidneys were in shut down mode. The patient's creatinine level was 5.97 on (B)(6) 2016 and 2.93 on (B)(6) 2016. The hcp believed the pump was stopped or turned down due to the renal failure, and now the patient was having the symptoms. The hcp was looking for someone to assist with starting the pump again to help manage the symptoms. The hcp noted the pump was implanted due to the persistent chronic pain. The hcp noted that the patient was swollen on (B)(6) 2016 when they tried to access the pump and they were not able to access the pump. The patient was not as swollen on (B)(6) 2016. The hcp was giving the patient dilaudid every two hours. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.